Event description:
It was reported on (B)(6) 2026 that the patient presented with functional mitral regurgitation (mr) for a mitraclip procedure. During the preparation, leak was observed in the hemostasis valve of steerable guide catheter (sgc). The sgc was replaced with another device to complete the procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated and the reported sgc leak/splash (loss of fluid column during prep) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported leak/splash (loss of fluid column during device preparation) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.